Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that prior to discharge, this left ventricular (lv) lead was noted to be dislodged. Attempt to replace this lv lead was unsuccessfully due to patient¿s anatomical issues and technique. This lv lead was no longer in service. No adverse patient effects were reported.